Event description:
It was reported that the patient experienced aortic perforation and a drop in blood pressure during the transseptal puncture (tsp). During a pulse field ablation (pfa) procedure a versacross connect radiofrequency (rf) wire was used. The (tsp) was performed using the rf wire and a faradrive sheath. The posterior side of the aorta was perforated during the tsp and a drop in blood pressure also occurred. When the non-boston scientific mapping catheter was inserted, the catheter went "straight up" on the visual display rather than appearing in or near the veins. The patient's blood pressure was checked using the transseptal sheath, with the waveform tracing appearing to indicate an aortic morphology. The surgical team was called to the electrophysiology (ep) procedure room, and an open-heart surgery was performed to stabilize the patient. It is unknown if the procedure was completed after the complications. The last known condition of the patient was stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.